Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with their device stating "replace pacer", however no elective replacement indicator (eri) was available. The battery voltage was 2.74 volts with battery impedance noted at 17,269 ohms. In addition, the right ventricular (rv) lead had switched to unipolar and was not capturing. The device was explanted and replaced and the rv lead tested within normal limits with the bipolar threshold set at 0.3 volts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. The analyst noted that the device power on reset (por) occurred on (B)(6) 2014 just prior to writing the save to disk file, thus no device battery impedance information was available on file.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.